Event description:
The customer stated that he was hospitalized for diabetic ketoacidosis, with blood glucose levels above 450 mg/dl. Troubleshooting was performed, and the insulin pump was programmed with the correct time, but the wrong date. The insulin pump also had no daily total amounts for two days. The customer was unable to continue troubleshooting. Attempted to call the customer back, but there was no answer. Left a message for the customer to call back and finish troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.